Event description:
It was reported that the catheter had been in user for approx 3 hours. When the catheter was removed, resistance was encountered, and the catheter separated with 3cm of the catheter remaining in the epidural space. A decision whether or not to remove the separated portion has not been reached. There were no add'l complications.